Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple resume pump alarms. There was no reported impact to the customer's blood glucose level. Although requested, additional information about the event was not provided.